Manufacturer narrative:
Device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when changing cassettes, for one of the pumps, the cassette had to be shaken to make the pump work. The pump displayed an occlusion alarm, which was cleared when the cassette was twisted on the pump. The patient was unsure which pump caused the issue. This was a continuous infusion and the set flow rate and volume delivered were unknown. The dose amount was epoprostenol sdv g-veletri (pap) - 28 ng/kg/min for pah (pulmonary arterial hypertension). The product fault occurred while in use with a patient and the product issue did not cause or contribute to patient or clinical injury. The patient had a backup device they were able to switch to and was able to successfully continue their infusion. The infusion was life-sustaining, and the outcome of the event was ongoing.